Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings: the keypad was observed to be worn and thinning out. The ok keypad button was found to be intermittently unresponsive. The keypad was removed and contamination was found under all button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok keypad button was not responding appropriately. It was noted that the keypad was thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.